Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was pushed into the pool wearing the insulin pump. Customer blood glucose level was 340 mg/dl. Customer was getting a battery error on their insulin pump. Customer's insulin pump had a blank display immediately after being pushed into the pool. Troubleshooting for moisture damage and battery alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.